Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4): the device history report (DHR) investigation reported that nonconforming product report (ncr) (B)(4) mentions rejection for the ratcheting mechanism. It is not known if the product was reworked at the vendor for this condition or was scrapped at the vendor. The DHR review determined the complaint to be indeterminate.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Event description:
It was reported that the screw in the ratcheting mechanism of a screwdriver handle, fell out and now the handle is unusable. It is unknown if the screw fell out during a case or during the wash cycle afterwards.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was reviewed and no issues that would have resulted in this complaint were found. The screw was missing in the knurled area opposite the switch that changes the handle from fixed mode to swivel mode for finger-tip operation. The handle still worked as designed and could be switched between and operate in both modes even though the screw was missing. The design is acceptable and the device still operates as designed with the screw missing. The handle worked as designed even with the screw missing, so the condition presents minimal risk. There is nothing that indicates that the contributed to the complaint condition. Therefore this complaint is invalid.